Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be performed because the receiver was unable to communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of a hardware failure was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported hardware error cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Pediatric patient was using adult receiver. The patient's mother did not report any injury or medical intervention.